Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to system check displayed on receiver screen. Pictures were taken. A receiver boot test was performed and failed due to system check displayed on receiver screen. Functional tests were not performed due to system check displayed on receiver screen. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to system check displayed on receiver screen. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.